Manufacturer narrative:
Concomitant therapies: juvéderm voluma® xc: further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "angioedema and subcutaneous nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Adverse events: ¿ the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. ¿ the onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. ¿ the onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Healthcare professional reported after injection with 2 syringes of juvéderm voluma® xc in the cheeks and 1 syringe of juvéderm® ultra plus xc in the marionette lines and nasolabial folds, the patient developed angioedema and subcutaneous nodules 5 months after injection. Symptoms were below the cheeks, nasolabial folds, and marionette lines. Patient was treated with steroids and a medrol dosepak. Patient also visited the emergency room because of the angioedema. Patient has (B)(6) and was taking nexium, flonase, and restasis concomitantly. Patient was also using the "vivelle patch." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00502 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Additional information: b.5., b.7., h.6.

Event description:
Further information from the healthcare professional indicated symptoms have resolved with the exception of the lesions bilaterally on the marionette lines. Healthcare professional also mentioned patient "took a year off to take harvoni for hepatitis c" for which patient has a history of.

Manufacturer narrative:
Medwatch sent to FDA on 07/20/2016. Additional information: b.5.

Event description:
Further follow up from the healthcare professional indicated patient was also treated with hyaluronidase to the "multiple sites of nodules." Physician considers the symptoms related to the dermal filler. Patient is "still having symptoms, but is improving with hyaluronidase treatments" and healthcare professional will continue to monitor until resolution.

Manufacturer narrative:
Medwatch sent to FDA on 8/9/2016. Additional information: b.2. Corrected data: g.7. The previously submitted medwatch follow up report was incorrectly submitted as follow up number 2 instead of follow up number 1. This medwatch follow up report represents the correct follow up number 2 report. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all. The manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection with 2 syringes of juvéderm voluma® xc in the cheeks and 1 syringe of juvéderm® ultra plus xc in the marionette lines and nasolabial folds, the patient developed angioedema and subcutaneous nodules 5 months after injection. Symptoms were below the cheeks, nasolabial folds, and marionette lines. Patient was treated with steroids and a medrol dosepak. Patient also visited the emergency room because of the angioedema. Patient has hepatitis c and was taking nexium, flonase, and restasis concomitantly. Patient was also using the "vivelle patch." Symptoms are ongoing. Further follow up from the healthcare professional indicated patient was also treated with hyaluronidase to the "multiple sites of nodules." Physician considers the symptoms related to the dermal filler. Patient is "still having symptoms, but is improving with hyaluronidase treatments" and healthcare professional will continue to monitor until resolution.

Event description:
Additional follow up with the injector revealed there has been ¿much improvement noted to cheeks and nasolabial folds¿ and ¿less swelling and less nodules¿ were observed. Healthcare professional will continue hyaluronidase treatments to marionette lines bilaterally until resolution.

Manufacturer narrative:
Medwatch sent to FDA on 9/2/2016.

Manufacturer narrative:
The previously submitted medwatch follow up report was incorrectly submitted as follow up number 2 instead of follow up number 1. This medwatch follow up report represents the correct follow up number 2 report. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all. The manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection with 2 syringes of juvéderm voluma® xc in the cheeks and 1 syringe of juvéderm® ultra plus xc in the marionette lines and nasolabial folds, the patient developed angioedema and subcutaneous nodules 5 months after injection. Symptoms were below the cheeks, nasolabial folds, and marionette lines. Patient was treated with steroids and a medrol dosepak. Patient also visited the emergency room because of the angioedema. Patient has hepatitis c and was taking nexium, flonase, and restasis concomitantly. Patient was also using the "vivelle patch." Symptoms are ongoing. Further follow up from the healthcare professional indicated patient was also treated with hyaluronidase to the "multiple sites of nodules." Physician considers the symptoms related to the dermal filler. Patient is "still having symptoms but is improving with hyaluronidase treatments" and healthcare professional will continue to monitor until resolution.